Event description:
The customer reported to olympus, after connecting a new sdi cable from the cv-190 to the oev-262h in the sdi in 1 port, no sync showed on the oev-262h and no image displayed on the high definition lcd monitor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device for not having a image after connecting a new sdi cable. Tac instructed the customer to reseat the sdi cable and confirmed the image displayed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See update in h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the reported problem was unable to be confirmed as the device was not returned. Since there was information that the phenomenon improved after sdi cable was reconnected, it is likely a malfunction of the sdi cable occurred due to connecting method, however, a specific root cause of the display issue could not be determined at this time. Olympus will continue to monitor field performance for this device.